Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm mega needle driver instrument's wire was out at the head. No fragments fell into the patient. The procedure was completed with no reported injury.